Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 2 states, "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure. The surgeon is to be familiar with the device, the method of application and the surgical procedure prior to performing surgery. The surgeon must select a type or types of internal fixation devices appropriate for treatment."

Event description:
It was reported patient underwent a peroneal tendon repair and re-attachment on (B)(6) 2013. During the procedure, as the surgeon was removing the guide, one juggerknot pulled out and the other juggerknot pulled out on one end but remained implanted on the other. The surgeon left the juggerknot implanted and utilized two new juggerknots to complete the procedure.